Manufacturer narrative:
Evaluation summary: the reported event has been confirmed. The hand piece was returned with a loose mount. The instrument was disassembled; moisture and a torn acoustic isolator were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The evaluation revealed that the causes that may contribute to this non-conformance are improper sterilization, misassembly of housing (pinched isolator, pinched o-ring, missing o-ring), cracked housing (nose cone), material or component variation (compression set of isolator, torn isolator). The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device had a loose stud. No patient consequence.